Manufacturer narrative:
After additional information was received it was determined that this device did not contribute to the event. The event is being reported on 0001825034-2018-08576.

Event description:
It was reported the patient underwent a right revision knee arthroplasty due to loosening of the tibial component from the cement mantle. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08574 and 5034-2018-08576. Product location unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.